Event description:
A patient death was reported. The cause of death was pulmonary thromboembolism with significant contributing factors being history of parkinson¿s disease, status post deep brain stimulator implantation, and obesity.

Manufacturer narrative:
(B)(4). Extension model 37085-60 serial# (B)(4) implanted (B)(6) 2012 explanted (B)(6) 2012; extension model 37085-60 serial# (B)(4) implanted (B)(6) 2012 explanted (B)(6) 2012; lead model 3389s-40 lot# v863405 implanted (B)(6) 2012 explanted (B)(6) 2012; lead model 3389s-40 lot# v863405 implanted (B)(6) 2012 explanted (B)(6) 2012; programmer model 37642 serial# (B)(4). Analysis of the implantable neurostimulator found no anomaly. Analysis of the extension model 37085-60 serial# (B)(4) found no significant anomaly. The extension body had been cut through; the product was segmented. Analysis of extension model 37085-60 serial# (B)(4) found no significant anomaly. The extension body had been cut through; the product was segmented.